Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver lost all data after a system check passed notification. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Global testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and reviewed with no related errors observed. The customer's complaint was not confirmed for receiver is losing all data after a system check passed notification appears due to receiver no data lost in log review. The root cause could not be determined.